Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim: it was reported by the customer that separation of tubing.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported that the tubing separated. One photo was taken by the customer which verifies the complaint. The root cause could not be determined because no sample was returned and no lot number provided. A device history record review could not be performed because a lot number was not provided by the customer.